Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that patient had system explanted for an unknown reason on an unknown date.

Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.